Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-jan-2023. H6: investigation summary: 1 sample was returned by the customer. It was reported by customer that " issue with their tubing set creating a bulge near the connector". The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. No bulging was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated. A device history review could not be completed as no batch number was provided. The root cause of this complaint could not be definitively determined because the issue could not be replicated.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing bulged near the connector during use. The following information was provided by the initial reporter: "they are having issue with their tubing set creating a bulge near the connector"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(4), USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing bulged near the connector during use. The following information was provided by the initial reporter: "they are having issue with their tubing set creating a bulge near the connector".